Event description:
Teleflex 7.0 fr 16 cm cvc [central venous catheter] kit, lot number 33f24f0174, was missing (3) ns sterile flushes, (3) max zero connectors, biopatch, or central venous catheter insertion form.